Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an unspecified procedure, the advance 14 lp low profile balloon catheter ruptured at an inflation pressure of 8 atmospheres (atm). The complaint device was advanced from the femoral artery to treat a severely calcified lesion near the popliteal artery when the event occurred. There was no angulation reported. Another advance 14 lp low profile balloon catheter was used to complete the procedure. The patient did not experience any adverse effects. Complainant had no information regarding direction of rupture: longitudinal or circumferential. Complainant had no information regarding type of contrast used and/or mix with saline. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.